Event description:
Reporter alleged the blood glucose monitoring device test strip vial date and catalog number was rubbed off. Reporter stated being able to read the lot number on the vial. Reporter did not provide any further information on the alleged event. A request was made for the return of the suspect product and replacement product was sent.